Manufacturer narrative:
(B)(4). Report source: foreign country: event occurred in (B)(6). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 2 276 products biomet bone cement v, reference 3005550011, batch a706ad2002 were manufactured on 2nd october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 8 similar complaints (including the current complaint) have been recorded for biomet bone cement v, reference 3005550011, batch a706ad2002 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that previously powder leakage issues were found from biomet bone cement v products back in august 2018 (reported on (B)(4)). Additional leakage incidence occurred within the same lot. 2 products were affected by the issue (reported in the current complaint). Due to this leakage issue, our distributor refused to sell this particular lot of biomet bone cement v products. They have already requested to return all units of this lot. No adverse events have been reported as a result of the malfunction.